Event description:
The manufacturer has been informed of the passing of a patient who had been using a bipap autio biflex. The patient's son in law contacted us needing to return. No additional details were provided, and there is no indication that the device was related to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.